Event description:
It was reported that intermittently a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reset the pump, clear the alarm, and resume insulin delivery.